Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during an implant attempt of the subject device connection issues in the ventricular channel were incurred. Clicking of the screwdriver could not be obtained. It was difficult to loosen the set-screw so another screwdriver was used (non sorin one). Another unsuccessful attempt was made to tighten the set-screw, so another pacemaker was subsequently implanted instead. The connection attempt was being made to leads implanted on (B)(6), 2003.